Event description:
A facility reported a certas plus valve was implanted in a (B)(6) female patient on (B)(6), 2021 to treat hydrocephalus. The patient presented with headaches and nausea in early february. Thought that their catheter had loosened and was explanted on (B)(6), 2022. It was found that the certas plus valve syphonguard had cracked along its length and dislodged from reservoir and another certus plus was implanted. Patient is satisfactory.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the siphon guard was returned separate from the valve, a cut/tear in the silicone housing along the siphon guard was noted. The siphon guard was visually inspected; marks were noted in the siphon guard. The complaint is confirmed. The root cause for the issue reported by the customer is probable due to user¿s error, as noted in the "IFU", do not use sharp instruments when handling the silicone valve or catheter. The root cause for the marks found in the siphon guard are probably due to a sharp or pointed object coming into contact with the siphon guard.